Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values four days after the sensor was inserted in the arm. The patient went to the diabetologist when he started to feel unwell. The healthcare provider took a blood glucose reading which was 400 mg/dl and the cgm was reading 161 mg/dl. The patient was treated at the clinic with IV insulin (20 units and after 30 minutes another 10 units). He laid down and stayed there the entire day. He recovered and was discharged the same day. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.